Event description:
It was reported that balloon became stuck with the guidewire. An 8.0 x 60, 75cm mustang was advanced for dilatation. However, during the procedure it was noted that the guidewires became stuck in balloon wire shaft after inserting into patient. The balloon and guidewire have to be removed as one unit through sheath. The balloon was deflated prior to removal attempt and was removed intact. The guidewire was not able to be removed from the device once outside the patient. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that balloon became stuck with the guidewire. The target lesion was located in the arteriovenous fistula in arm. An 8.0 x 60, 75cm mustang was advanced for dilatation. However, during the procedure it was noted that the guidewires became stuck in balloon wire shaft after inserting into patient. The balloon and guidewire have to be removed as one unit through sheath. The balloon was deflated prior to removal attempt and was removed intact. The guidewire was not able to be removed from the device once outside the patient. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon wings were tightly wrapped and had not been subjected to positive pressure. A visual examination of the marker bands identified no issues. As per mustang product specification, a 0.035 guidewire is required for this device. The device was received with the customers guidewire inserted in the device. A shaft kink was noted 250mm distal, from the distal end of the strain relief. The investigator was unable to remove the customers guidewire due to the shaft kink. A visual and tactile examination identified no damage to the tip of the device. No other issues were identified with the device and no patient complications were reported.